Event description:
Complainant alleged that the medics were responding to call for a collapsed fifty-five year old male pt who was in cardiac arrest. The presenting rhythym indicated that the pt was in ventriuclar fibrillation. The medics applied defibrillator gel pads to the pt, and set the device to the required mode. The defbrillator paddles were applied to the pt's chest with a firm and even pressure, and the unit was charged to 200 joules using the button on the paddle. Once the tone was heard advising that the unit had reached the desired joule delivered to the pt,and the device screen displayed an "open air discharge" message. The medics quickly checked the surface of the paddles together with the gel pads, and the paddles were reapplied to the pt's chest. The medics again attempted to deliver a 200 joule shock, with no shock delivered, with an "open air discharge" message displayed on the device screen. Because of the immediate needed to deliver a shock to the patient, the defibrillator was charged to 360 joules using the control buttons on the paddles without moving them from the pt's chest. On this attempt, on reaching the required energy, a shock was delivered to the pt. The pt then converted to asystole. Resuscitation was continued, and the pt was removed to the hospital. There was no indication of any adverse effect on the pt as a result of the reported malfunction.